Event description:
Pt underwent a thoracic aorta replacement procedure in 2007. During the surgery, physician reported that a collagen peel off was observed on the internal side of the graft. Graft was not implanted.

Manufacturer narrative:
The returned complaint device was inspected. Product packaging was already opened. Visual examination confirmed the presence of pieces of collagen. It was also observed that one edge of the graft was frayed, probably due to an inappropriate handling by the physician. The internal and external surface of the graft were examined and no collagen coating defect was noticed. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft from the same coating rack than the complaint device indicated a value well within product specs. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. A product coated the same day than the complaint device was evaluated. The visual examination performed evidenced no product anomaly and no poor collagen adherence. The graft was cut with scissors on its length and no collagen peel off was observed. No conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note the product instructions for use, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.